Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that, during a lapidus procedure of the 1st tmt joint, a drill bit seized in the targeting guide instrument. The targeting guide was removed and during the removal the surgeon stated that the medial cuneiform fractured distally into the fusion site. The removal of the instrument and the fractured cuneiform caused a 30-minute surgical delay. The fracture was plated as well as the lapidus procedure completed with a typical plate and screw approach without any subsequent issue.